Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th june 2026, it was reported by an arthrex employee via email that for an ar-5207, tensionloc¿ collar and plug implant, 7mm, the collar was broken when being hammered in with an impactor. This was detected during an unknown procedure on (B)(6) 2026. The procedure was completed successfully by using a product from another manufacturer. This was the first tensionlock procedure for the surgeon so there may have been insufficient bone drilling. No significant surgery delay reported. All of the product/fragment was removed, and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient was unknown.